Event description:
Complainant alleged that during routine testing and preventative maintenance. The device powers off when attempting to charge to 200 joules. The battery was replaced, but the same scenario occurred. The complainant indicated that there was no pt involvement in the reported failure.